Event description:
It was reported that the intra-aortic balloon was inserted uneventfully. At the onset of pumping, the pump began experiencing helium leak alarms. The intra-aortic balloon was removed and replaced without any complications.